Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, multiple episodes of post-paced t-wave oversensing were noted on the device. Technical support was contacted, and reprogramming recommendations were provided. The device is currently being monitored, however further intervention is anticipated. The patient was stable following this event with no adverse consequences.